Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photos identified: rupture: not observed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations:red particles on the surface of the shell. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device has been explanted and replaced with non-allergan device. This relates to the right side.

Event description:
Healthcare professional reported rupture. Device has been explanted and replaced with non-allergan device. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on radius side assessed as unidentified (tear) opening (shell thickness was within specification) additional observations: brown particles on the surface of the shell. Crease fold observed. No further actions are required as the device was implanted.